Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the shock impedance measurements had been elevated since the implant of this cardiac resynchronization therapy defibrillator (crt-d). The shock impedance measurements gradually increased to greater than 125 ohms. A commanded 41 joule shock was performed, and a code 1005 was noted along with high shock impedance measurements, indicating an open circuit condition. A surgical revision was performed, and the patient's right ventricular (rv) defibrillation lead was surgically abandoned and replaced. A commanded shock was performed with the same device and the new lead with normal shock impedance measurements noted. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
This report is being filed to update evaluation coding.